Manufacturer narrative:
Continuation of d10: product ID: pscc100; product type: loop catheter. Product event summary: the catheter pscc100 with lot number 0012250554 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. No anomalies were observed on the shaft, handle or the array region. The shape of the capture device was unremarkable with no atypical features. Mechanical verification of steering and slide mechanisms was carried out. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation was passed. Testing for electrical continuity revealed an open loop at electrode one. Dissection confirmed an electrode to electrode wire detachment. In conclusion, the catheter failed the return product inspection due to an an electrode to electrode wire detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the electrodes were not displaying electrograms (egm) as expected. Th e cardiovascular imaging and modelling (cim) was replaced without resolution. The loop catheter was replaced with another manufacturer's product. The case was completed. No patient complications have been reported as a result of this event.